Event description:
During a colonoscopy to remove a polyp, the physician used a cook endoscopy acusnare polypectomy snare. The snare was placed around the polyp and tightened but the user indicated the snare appeared to not conduct current during use. The snare device was removed and a new snare device from the same lot was used successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complain history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Using a compromised active cord with the snare device could have contributed to the reported observation. Before using the snare device, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.